Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was repaired locally by the mu according to the process in the technical manual. The spare part flex binder was sent back to our laboratory for analysis. Upon reception, the piece was submitted to a some tests in order to confirm the reported issue. Nothing has been noticed during the visual inspection of the flex binder. Then, the results of the tests performed are compliant. Error 51-0001 has not been triggered. Only the picture sent confirmed the issue. The root cause of the reported event remains unknown and is probably due to another part of the device. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during preventive maintenance the error 51 occurred, therefore as stated in the technical manual the power supply speaker was replaced. After that the error was solved. No patient involved." Error 51 is defined by the technical manual as a defective speaker. Reporting due to the referenced issue. Customer communicated that a patient was not involved. More information is needed to complete the investigation.